Event description:
A durable medical equipment supplier (dme) reported a customer observed thermal damage to a remstar auto m series continuous positive airway pressure (CAPA) device. According to the dme, the customer did not experience any problems during use of the device; however they observed a void in its upper enclosure assembly after transporting it in the trunk of their car. No pt harm or injury was reported. The dme returned the CPAP device to the manufacturer for evaluation. A heated humidifier device interfaced to the CPAP was also returned for evaluation; however it has not yet been determined if the heated humidifier was in use at the time of the event. During an evaluation of the CPAP device the void in the device's upper enclosure assembly was confirmed and the CPAP device was determined to be inoperable. The heated humidifier device returned with the CPAP device was tested and performed to specifications. The manufacturer has concluded it was not a contributing factor of the CPAP device failure. The manufacturer will file a follow-up report when their investigation of the CPAP device is complete.